Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 4.4 inr and 4.1 inr on the coaguchek xs plus system while comparison labs returned as 2.98 and 2.98 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.